Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
It was reported that during a stent assisted coil embolization of a cavernous internal carotid artery aneurysm three enterprise stents were placed to cover the neck of the aneurysm. After the procedure was completed, no dissections or any other issues were noted at the target site or distal to the target site. The aneurysm was not filled with the coils perfectly, but the physician judged that it did not matter, and no other procedures were planned. After the patient had left the procedure room, bleeding was noted from the middle cerebral artery and the patient died. I was reported by the physician that there was no relationship between the death and the devices. It was reported that prior to the bleed the patient had a "bypass cerebral vascular operation", and the bleed seemed to be caused by the bypass surgery. There is no further information regarding the previous procedure, when it was done in relationship to the stent assisted coiling or the event. It was reported that after the prowler select plus microcatheter was advanced to c1 the first enterprise (B)(4) was placed in the target vessel. In order to place a second stent (B)(4) at the distal side of the first stent an attempt was made to advance the microcatheter inside the first stent; however the microcatheter stuck inside the strut. Another microcatheter was used and was advanced inside the stent without a problem. With multiple investigative efforts to determine procedural/clinical factors that led to the placement of a second stent prior to coiling, it was reported that although when placing the first stent the microcatheter was placed at c1, the stent was not placed at c1. It is not known if the stent was positioned at the desired location and then deployed by withdrawal of the microcatheter or whether the stent was deployed by advancing out of the microcatheter. There is no detailed information where the stent was placed. It was further reported that the stents were placed at the intended site. After placement of the second stent, the aneurysm was coiled. With follow-up investigation it was reported that then because it was found through angiography that the stents did not cover the neck of the aneurysm completely, a third enterprise was placed to complete the procedure complete. There is no information regarding the size of the aneurysm neck; it was reported that measurements were not taken. With further investigation into the decision and reason for placement of the third stent it was reported that the other stents had not migrated or moved at any time after placement and that the decision was made to place the third stent because after the coiling procedure the aneurysm neck was perfectly covered with coil. The 3rd vrd also deployed at intended site. It was reported that the enterprise vrds were not at the site of the post-procedural mca bleed and that there was no evidence of bleed during or at the end of the procedure. With attempt to clarify the reported events, it has been reported that no further information is available and requested films have not been provided. The stents remain implanted and therefore are not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418203. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per nitinol devices & components (ndc) revealed no non-conformances related to the reported event. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. Additional DHR review for the stent parylene coating per specialty coatings systems (scs) indicate that lots 9059589 and 9061170 were processed in accordance with the established process of parylene coating enterprise stents at specialty coating systems and were determined acceptable. Procedural factors may have contributed to the event, including the possibility that the first stent was deployed by advancing it out of the microcatheter and not deploying as outlined in the instructions for use (IFU). The IFU outlines that prior to introduction of the enterprise; navigate the microcatheter over a guidewire at least 1.2cm distal to the aneurysm neck. Then advance the enterprise into the microcatheter and once in the correct position across the neck of the aneurysm, retract the microcatheter while maintaining position of the enterprise delivery wire. Procedural factors appear to have contributed to the difficulty tracking the microcatheter through the first stent for placement of the second stent. Per the IFU, after deployment of the stent prior to removing the delivery wire, position the microcatheter distal to the stent to maintain access through the stent. Although conflicting information was received and therefore no conclusion can be made, it appears that the third stent may have been placed within the first two stent to assist with flow diversion into the aneurysm. This usage is not indicated in the IFU. Additionally, the IFU precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. Based on the available information and without procedural films, no conclusion can be made regarding the report of placement of three enterprise stents to treat a cavernous carotid artery aneurysm or the relationship of the post procedure bleed which the physician reported as unrelated to the devices, but related to another operative procedure. Although no definitive conclusion can be made regarding the events, there is no indication of a relationship to device design or manufacturing process. Therefore, no corrective actions will be taken at this time. This one of three products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00209, 1058196-2010-00210, & 1058196-2010-00211.

Event description:
The procedure was coil embolization for ic-cavernous aneurysm. The vessel was not calcified. The aneurysm measurement was 20x18mm. After the microcatheter (prowler select plus, detail unknown) was advanced to c1, the 1st vrd (B) (4) (complaint product-1) was placed in the target vessel. To place another vrd (B) (4) (complaint product-2) at the distal side of the 1st vrd, the prowler select plus microcatheter was tried to advance inside the 1st vrd, but the microcatheter was stuck in the strut. Another new microcatheter (detail unknown) was used and was advanced inside the vrd without problem. Then, coil embolization was completed. Because it was found through angiography that vrds did not cover the completely the neck of the aneurysm, another vrd (complaint product-3) was placed, and the procedure was completed successfully. When the patient was back to the patient's bedroom after the treatment, bleeding was noted from mca and after that the patient died. Physician's comment: there was no relation between the implants and death.

Manufacturer narrative:
Guidewires, microcatheter, and coils. After this microcatheter was removed, no damages were noticed at the tip of the microcatheter or anywhere else. The devices used to deliver the enterprise stents consisted of a select plus microcatheter and a chikai guidewire. After the procedure was completed, no dissections or any other issues were noted at the target site or distal to the target site. The two stents were not placed at acute angles. After the coiling was completed, the aneurysm was not filled with the coils perfectly, but the physician judged that it did not matter, and no other procedures were planned. The coils utilized for the procedure were tdl cs coils. The bleeding in the mca was confirmed with angiography. The aneurysm was at the ic-cavernous. The vrd was not placed at c1. The report indicated that the (mc) microcatheter was advanced at c1. We have no detailed information where the vrd was placed. The second stent was placed correctly at the aneurysm site. The positioning was confirmed angiographically, and the stents did not migrate or moved when attempting to insert the microcatheter. The cause of the bleeding is unknown, but the physician commented that there is no causal relationship between the patient's death and vrd implantation. The location of the bleed was found at mca, not vrd implanted area, and it was confirmed by angiography. The 1st and 2nd enterprise vrds deployed at the intended site. The physician decided to place the 3rd vrd because he found after coiling procedure that the an neck perfectly covered with coil. The 3rd vrd also deployed at intended site. The patient had bypass cerebral vascular operation before the coiling procedure, and the bleed was seemed to be caused by the bypass surgery. This one of three products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00209, 1058196-2010-00210, & 1058196-2010-00211. Additional information will be submitted within 30 days of receipt.